Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device and lead system were exhibiting far-field oversensing in the ventricle following an atrial sensed event associated with pacing inhibition (pause). Guidant received additional information that this patient experienced an inappropriate shock following a two second pause at the end of the charging sequence.